Manufacturer narrative:
The facility reported an infusion pump with a failure code 12:303:984 condition during patient use. Evaluation summary: during product evaluation, an outdated uim (user interface module) software was observed. Failure code 12:303:984 is manifested as a result of the uim software been outdated. The software was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump with an outdated uim (user interface module) software. The event was reported to have occurred during patient used. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.